Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that insyte autog bc needle did not completely retract. When removed and retracted, needle did not completely retract. Was there injury? Reached the individual but did not cause harm.